Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient lost therapy due to high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. During the explant it was noted that the lead had fractured. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event of lead fracture/high impedances. Was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
The issue started for the patient in (B)(6) 2023.

Manufacturer narrative:
B3 - date of event.